Event description:
Cook flow 20 percutaneous endoscopic gastrostomy system g31544 attempted to place peg tube. Major problem is that the wire and leading edge of peg tube do not taper smoothly. There is a shelf at the leading edge of the peg tube taper which catches on the stomach wall. All other kits I have used have a smooth taper at this location. Despite pulling as hard as I dared, it would not penetrate the stomach. I have never had this problem with peg kit before. We tried to place a 2nd peg -different kit-, but the stomach could no longer be located, probably due to air in the peritoneum. He did well and 2 days later, a peg -different kit- was placed with no difficulty. In my opinion, this kit is unsafe to use and should be withdrawn from the market asap. Other lesser problems include the blade of the scalpel is not sharp enough to cut the skin, the needle to inject lidocaine is too long and there is no 25 g needle in the kit. Dates of use: (B)(6) 2010. Diagnosis or reason for use: unable to swallow food. Event abated after use stopped or dose reduced?: yes.